Event description:
It was reported that the customer had multiple occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. As the customer had changed the cartridge and infusion set, tandem technical support was not able to perform troubleshooting to determine the possible cause of the occlusion.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.